Event description:
It was reported that air bubbles were observed within the infusion set tubing. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. At the time of report customer had not addressed bg level, had only removed air bubbles. Customer performed a supply change to address the issue and resumed insulin therapy.